Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported a low sensor reading of 83 mg/dl compared to a built-in meter result of 436 mg/dl and 'hi' (> 500 mg/dl). The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was fatigued, disoriented, and starting to lose consciousness and paramedics were called. The customer was treated with insulin (dose/type unknown) and IV for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.